Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A device history record review was performed and there were no observations recorded in relation to the reported issue. One unopened kit was received at the investigation site and the returned sample confirmed that the product package was damaged. The root cause of the reported issue was that the damage must have occurred during shipping to the customer facility. No corrective actions are planned at this time.

Event description:
It was reported that before opening the package, it was discovered that the device package was damaged. No patient injury was reported.